Event description:
It was reported the system hung at boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an ons site investigation. The boards were reseated and the pt data was erased during the service call. The system was tested and found to be working as intended and put back into service.